Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a4, b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - deployed valve exhibits central regurgitation" was confirmed based on the provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, "a second sapien3 23 mm was successfully implanted at the level of the native annulus and the first sapien3 23 mm was fixed accordingly. Since the second sapien3 could not completely fixate the leaflets of the first sapien3, a central regurgitation type 2 occurred." In this case this was a valve in valve deployment. As reported, the first valve that was implanted was positioned too high. It is possible that the first malposition valve caused leaflet overhang onto the second valve (this incident). Leaflet overhang can result in reduced coaptation of the s3 leaflets and lead to central regurgitation. As such, available information suggests that procedural factors (leaflet overhang from first thv) may have contributed to the reported event. The technical summary is applicable to this reported event because the leaflet overhang is one of the identified causes in the technical summary . No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4). Remains implanted.

Event description:
After successful predilation with an edwards 20x40 mm balloon, the patient's circulation collapsed. The surgeons decided on an immediate implantation of a sapien3 23 mm (sn: (B)(4)). The heart was stopped, so no rapid pacing was necessary. During valve implantation, the delivery system jumped with the mounted valve above the native annulus. ECMO was connected during the unstable circuit. An x-ray check revealed that both ostia were free and a pvl type 2-3 was detected due to the too high position of the sapien3 23 mm. Therefore, a second sapien3 23 mm (sn: (B)(4)) was successfully implanted at the level of the native annulus and the first sapien3 23 mm was fixed accordingly. Since the second sapien3 could not completely fixate the leaflets of the first sapien3, a central regurgitation type 2 occurred. Subsequently, an evolut 26 mm was implanted. Finally, there was no pvl and no central regurgitation. The patient left the operating room with ECMO attached. Patient was discharged.